Event description:
The customer reported high blood glucose and hospitalization due to low blood glucose. Customer stated that he had incredible high blood glucose and incredible low blood glucose. Troubleshooting was done for high blood glucose. Customer's blood glucose was unknown. Advised customer the 2 high blood glucose. Advised to change the entire set, reservoir and treat per health care provider's instruction. Last blood glucose was 534 mg/dl and customer treated with manual injection. Customer reported that he had low blood glucose and passed out. Paramedics came and he spent a night in the hospital. Troubleshooting was done for low blood glucose. Assisted the customer to perform displacement test and test passed. Advised the customer to contact health care provider regarding highs and lows blood glucose. The insulin pump appears to be functioning. The customer's blood glucose came down to 411 mg/dl during the call. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).